Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostics anomaly; the device showed ventricular tachycardia as asystole. The device was explanted during device upgrade to implantable cardiac defibrillator on an unknown date. The patient's condition was fine.